Event description:
It was reported that the stent shortening occurred with two stents of the same lot. Two eluvia drug-eluting vascular stents 6mm x 120mm x 130cm were selected for use in a stenting procedure in the superficial femoral artery as treatment for endovascular therapy. The 90% stenosed target lesion had severe calcification and mild tortuosity. Pre-dilatation was performed appropriately, however it was noted that stent one shortened to 9cm and stent two shortened to 10cm. A third eluvia 6mm x 80mm x 130cm stent was deployed successfully with no issues. The procedure was considered successful, as all the desired treatment was able to be completed. No patient complications were reported.